Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at implant and implant position.

Event description:
Edwards received notification that this 14-y-o patient with an inspiris resilia valve model 11500a19 implanted in the pulmonary position underwent a valve-in-valve procedure after approximately five (5) years of implant duration due to stenosis. The customer reported that there was a prosthesis /patient disproportion. The patient presented with shortness of breath and skin pallor. A 23mm tramscatheter valve was implanted within the surgical device using the transfemoral approach. The patient was noted as to be in stable condition and discharged home.

Manufacturer narrative:
Corrected data: upon further review the section b5 (describe event or problem) and h6 (device code) were updated. The device code 2682 - patient-device incompatibility was removed.

Event description:
Edwards received notification that this 14-year-old patient with an inspiris resilia valve model 11500a19 implanted in the pulmonary position underwent a valve-in-valve procedure after approximately five (5) years of implant duration due to patient prosthesis mismatch leading to stenosis. The patient presented with shortness of breath and skin pallor. A 23mm transcatheter heart valve was implanted within the surgical device using the transfemoral approach. The patient was noted as to be in stable condition and discharged home.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.